Event description:
Ous MDR - it was reported that shortly after implant elevated impedance values were reported. The position and connection of the lead were confirmed by x ray. Biotronik has no further details regarding a revision. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.